Event description:
The customer reported that on (B)(6) 2012 an erroneously elevated cardiac troponin (accutni) result, within the risk stratification range of the assay, was generated on the unicel dxc 600i synchron access clinical system for one patient sample. Upon repeat testing of two additional sample redraws, the repeat accutni results were lower, within the normal reference range of the assay, and regarded as valid. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted into the hospital based upon the erroneous accutni results. Accutni assay quality control results recovered within the customer's established specifications during the timeframe of the event. No error messages were posted to the event log in conjunction with the erroneous result obtained during this event. The initial sample was collected in a lithium heparin tube and centrifuged at ambient temperature prior to testing. The sample was a plasma sample and was hemolyzed. The sample was analyzed through the closed tube aliquoter (cta) of the unicel dxc 600i synchron access clinical system. Actual patient results were not provided by the customer. Patient information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site. The customer declined service. The exact cause of the event is unknown and could not be determined.